Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has shown, that: the green hose has a small surface cut from some mechanical object, but it doesn't affected its functioning. Both hoses (green and black) are correct assembled and the air hose fits smoothly with the function gages. Both couplings run with smooth motions. The hose works correctly and can be still used. The cut did not penetrate the hose, so there is no leakage from the cut. We cannot determine how this damage occurred. This hose was manufactured in july 2011 and a review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No product fault could be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwe. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the compact air drive ii was unable to be used during the surgery because of an air leak of the air hose, when connected to a different air hose there was no leak. The surgeon used another power tool set to complete the surgery. The event resulted in the operation being extended for 120 minutes. This is report 1 of 1 for (B)(4).